Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was explanted over one year ago (exact date was not provided) due to pain at the ipg site. It is unknown if field representative was made aware of the explant at the time. No further information has been obtained. Patient no longer has abbott products implanted.